Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary nwb468857h no anomalies were found.

Event description:
It was reported that during the implant attempt, the device had no capture. It was also reported the device had been interrogated earlier with implant detection turned off, therefore, at implant the device was not pacing because the device was not in the pocket. The device was not implanted. No patient complications were reported as a result of this event.